Manufacturer narrative:
(B)(4).complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be completed as no lot number was provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "upon placing the capio slim into the patient , the device had misfired and the suture dart was deployed and dislodged into the patient. Dr had retracted the capio and could not feel the dart anywhere within reach. There were no adverse effects to the patient". Additional information states that the suture broke within the patient. "Fingers and fluoroscopy" were used to retrieve the device. The patient's current condition is reported as "no patient complications".